Manufacturer narrative:
The main component of the system and other applicable components are: product ID 97740 (B)(4) implanted: explanted: product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the circumstances leading to the inability to communicate and poor coupling was that the battery had not been charged enough, ¿my fault.¿ the patient reported that she had to go 3 weeks without it until she got home from vacation. The patient reported that the inability to communicate with the implant and poor coupling had been resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient¿s battery had overdischarged multiple times and was now in end of service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: information was received this might be the patient's second overdischarge. The antenna locate (al) feature was used to determine opt imal antenna position. Resulting in value of 68. After al was used, the caller attempted to do a normal charge, which was unsuccessful. The caller reported the patient will find a better location to perform the physician recharge mode in the hospital. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
Other applicable components are: product ID: 97740, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and other chronic/intract pain (trunk/limbs). The patient reported that there was poor or no telemetry with recharging. The patient reported poor communication. The patient reported that she encountered poor coupling; 2 coupling boxes during one charge session, 0 boxes while charging all night. The patient reported that she spoke with a manufacturer¿s representative (rep) and stated he told her it may be too full. The patient reported that she began seeing the reposition antenna screen and encountered that screen while on the call. The antenna was repositioned over the ins and the antenna dial was turned through all 4 positions. It was unknown if the patient was able to communicate with another external device. The patient programmer (pp) was unable to power up during the call and the patient didn¿t have any aaa alkaline batteries available. The patient called back after replacing the batteries in the pp. The patient reported that there was a poor communication screen on the pp. There were no falls or traumas related to this issue. The patient reported that her last successful charge session was (B)(6) 2017 and noted she had 2 coupling boxes. The patient reported that she was on vacation and would reach out to her doctor next week when she was home. No further complications were reported.